Manufacturer narrative:
Controls are run every 8 hours. Controls were run pre and post event and the results were within the lab's established range. The customer did not initiate or request a service call in connection with this event. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneous low creatine kinase (ck) patient result, which was generated by unicel dxc 800 chemistry analyzer. The original sample was re-tested on a different instrument and higher result was achieved. In addition on (B)(6) 2010, per bci recommendation, the customer retested the frozen aliquot samples on the same instruments and confirmed the higher results. The initial, rerun, and frozen aliquot results are presented. The erroneous result was not reported out of the laboratory. Patient treatment was not affected by this event.